Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
A product liability claim was raised. It has now been reported that the patient was implanted a durom acetabular component on the left side on (B)(6) 2007. The patient was revised on (B)(6) 2014 due to pain and loosening.

Event description:
A product liability claim was raised. It was reported that the pt was implanted a durom acetabular component on the left side on (B)(6) 2007. The pt was revised on (B)(6) 2014 due to unk reasons. Since the exact implantation date was not reported, it will be entered as the first day of the month reported.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. While a cause for this specific event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issue for which zimmer implemented a notification in july 2008. Should additional info become available and / or the device(s) be returned for evaluation and an investigation result becomes available, that changes this assessment, and amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. (B)(4).